Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. The left ventricular lead exhibited loss of capture. Chest x-ray showed that the hardware was within normal limits. Programming changes were made. The issue was resolved without further consequences.